Event description:
It was reported by nova biomedical ,that a consumer received a result of 423 mg/dl on their blood glucose meter. The consumer performed two more tests using the very same meter and strips getting results of 554 mg/dl and "hi" (greater than 600 mg/dl) within a 10 minute time period. The difference in the readings was determined to be clinically significant. The meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.